Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to severe central aortic regurgitation. Subsequently, an unknown intervention was performed and a tav-in-tav was under consideration for treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4. B5. Second paragraph added additional codes. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to severe central aortic regurgitation. Subsequently, an unknown intervention was performed and a tav-in-tav was under consideration for treatment. Additional information was received indicating that leaflet thickening was observed. A valve-in-valve procedure was performed approximately three weeks after the event was first noted.